Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead had been implanted successfully. However, one week later, the pacing impedance measurements were high, out-of-range at greater than 3,000 ohms. During a revision, helix extension issues were observed. The lead was removed from the patient and the helix was able to extend after more than 30 turns of the terminal tool. A new lead of the same model was implanted to complete the procedure. No additional adverse patient effects were reported outside of the second surgery to replace the lead. The explanted lead was expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead had been implanted successfully. However, one week later, the pacing impedance measurements were high, out-of-range at greater than 3,000 ohms. During a revision, helix extension issues were observed. The lead was removed from the patient and the helix was able to extend after more than 30 turns of the terminal tool. A new lead of the same model was implanted to complete the procedure. No additional adverse patient effects were reported outside of the second surgery to replace the lead. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being submitted to add the outcomes attributed to the adverse event in section b2.

Event description:
It was reported that this right ventricular (rv) lead had been implanted successfully. However, one week later, the pacing impedance measurements were high, out-of-range at greater than 3,000 ohms. During a revision, helix extension issues were observed. The lead was removed from the patient and the helix was able to extend after more than 30 turns of the terminal tool. A new lead of the same model was implanted to complete the procedure. No additional adverse patient effects were reported outside of the second surgery to replace the lead. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being submitted to add the outcomes attributed to the adverse event in section b2. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix mechanism was in an extended position and visual inspection found dried blood around the helix. The helix extension issues observed during the revision procedure were likely due to the blood/body fluid in the helix mechanism. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Setscrew marks were in the correct location on the terminal pin, indicating the lead was fully inserted into the device header. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high, out-of-range pacing impedance measurements that were observed one week post-implant.